Event description:
It was reported a follow-up visit showed the valve to be stenotic. The valve had been implanted at another facility. At the time of explant, the physician noticed a white film on the valve leaflets. The explanted valve was sent to pathology. It is unk if the valve will be returned. Add'l information has been requested.